Manufacturer narrative:
Complaint no: (B)(4). The patient experienced the inguinal infection on an unspecified date in the timeframe of year 2000 to 2009. This report is from literature abstract: verma, h., ktenidis, k., george, r.k., tripathi, r. Vacuum-assisted closure therapy for vascular graft infection (szilagyi grade iii) in the groin-a 10-year multi-center experience. International wound journal. 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a deep inguinal infection after undergoing a surgery in which vascu-guard was used. The cause of the inguinal infection was not reported. On an unreported date, the patient had surgery for femoral endarterectomy and patch plasty. On an unreported date, described as greater than 30 days post procedure, the patient developed a deep inguinal infection (not further specified). As a result, on unreported dates, the patient was treated with multiple wound debridements, graft salvage, sartorius myoplasty, unspecified intravenous antibiotics (doses and frequencies not reported) and vac (vacuum-assisted closure) therapy until thorough surface healing was achieved. No further information regarding the patient's outcome was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.